Event description:
It was reported that the pump indicated a primary audible alarm test failure. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. There was a crack at the right and left front corners of the top case. Event history log (ehl) showed a primary audible alarm bgnd (background) test. An occlusion test was performed and the reported problem was not duplicated. Root cause could not be determined. Actions were taken to mitigate the reported issue: replaced speaker for preventive measure, performed occlusion test and all functional testing passed. A corrective and preventative action has been opened to address the reported issue.